Event description:
It was reported that during device change out, low sensing, high threshold and capture anomaly were observed. Externalized conductors were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was cut and returned in two pieces. Analysis was normal. No anomaly was found.